Event description:
It was reported that the patient presented to the emergency room as a result of feeling a pounding heart beat and lightheadedness. A surface electrocardiogram reported a paced heart rate of 68 ppm. Device interrogation was not performed at that time. On 04/30/2015 the patient presented in the clinic for a follow up with symptoms of lightheadedness. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced successfully on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
Final analysis confirmed that the pulse generator was in backup vvi mode due to multiple flipped bits. The device had reached normal elective replacement indicator.

Manufacturer narrative:
(B)(4).